Event description:
It was reported by service report that the bed did not function (hi-lo motor, fowler actuator, load cells). No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cells and scale board.